Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera, iron, rapinirole, pramipexole, vitamin d and gabapentin. Concurrent conditions included nausea, vomiting, back pain, flank pain and uterine bleeding. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexua intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion dates: (B)(6) 2016 & (B)(6) 2015. Also discripancy noted in essure removal details: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded urine pregnancy test results: negative. Pathology report: diagnosis: intrauterine device, removal: intrauterine device grossly identified. Uterus, dilation and curettage: benign dyssynchronous endometrium consistent with intrauterine device effect. Negative for hyperplasia, polyp or malignancy. Gross description: the specimen is received in a container of formalin labeled "lisa braddock, intrauterine device" and consists of at-shaped and plastic intrauterine device with attached wiring measuring 3.2 cm in length, 3.0 cm across, and 0.3 cm in diameter. The attached wiring measures 5.5 cm in length. There is a minimal amount of attached soft tissue. No histological sections are submitted. This is for gross diagnosis only. The specimen is received in a container of formalin labeled "lisa braddock, endometrial curetting¿s" and consists of an aggregate of tan-brown tissue, mucoid material and coagulated blood measuring 2.5 x 2.5 x 0.5 cm. The specimen is filtered and submitted entirely in cassette labeled 2a. M/1. (Ttc,ajc,csb). Pathology report: diagnosis: right labia minora, biopsy: benign mucous cyst. Gross description: received in formalin labeled "lisa braddock, cyst right labia minora" consists of a 0.7 cm tan fragment of soft tissue. Specimen is entirely submitted in cassette la, 1/1. (Dp3,jm12,ls12) most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, apareunia, depression and mental anguish & dyspareunia, abdominal pain are added. Lot number, lab data updated. Concomitant & historical conditions, drugs are added. Product, patient & reporter information update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera, iron, ropinirole, pramipexole, vitamin d and gabapentin. Concurrent conditions included nausea, vomiting, back pain, flank pain and uterine bleeding. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2016 & (B)(6) 2015. Also discrepancy noted in essure removal details: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded urine pregnancy test results: negative. Pathology report: diagnosis: 1. Intrauterine device, removal: intrauterine device grossly identified. 2. Uterus, dilation and curettage: benign dyssynchronous endometrium consistent with intrauterine device effect. Negative for hyperplasia, polyp or malignancy. Gross description: 1. The specimen is received in a container of formalin labeled "lisa braddock, intrauterine device" and consists of at-shaped and plastic intrauterine device with attached wiring measuring 3.2 cm in length, 3.0 cm across, and 0.3 cm in diameter. The attached wiring measures 5.5 cm in length. There is a minimal amount of attached soft tissue. No histological sections are submitted. This is for gross diagnosis only. 2. The specimen is received in a container of formalin labeled "lisa braddock, endometrial curetting¿s" and consists of an aggregate of tan-brown tissue, mucoid material and coagulated blood measuring 2.5 x 2.5 x 0.5 cm. The specimen is filtered and submitted entirely in cassette labeled 2a. M/1. (Ttc,ajc,csb). Pathology report: diagnosis: right labia minora, biopsy: benign mucous cyst. Gross description: received in formalin labeled "(B)(6), cyst right labia minora" consists of a 0.7 cm tan fragment of soft tissue. Specimen is entirely submitted in cassette la, 1/1. (Dp3,jm12,ls12). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera, iron, rapinirole, pramipexole, vitamin d and gabapentin. Concurrent conditions included nausea, vomiting, back pain, flank pain and uterine bleeding. Concomitant products included ergocalciferol (vitamin d2) since (B)(6) 2017, gabapentin since (B)(6) 2017, iron since april 2016 and pramipexole since (b)6) 2017. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexua intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial hysterectomy) and surgery (ablation). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dyspareunia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion dates: (B)(6) 2016 & (B)(6) 2015 also discripancy noted in essure removal details: have you had your essure (or any part of the device) removed? No diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded urine pregnancy test results: negative, pathology report: diagnosis: 1. Intrauterine device, removal: intrauterine device grossly identified, 2. Uterus, dilation and curettage: benign dyssynchronous endometrium consistent with intrauterine, device effect. Negative for hyperplasia, polyp or malignancy, gross description: 1. The specimen is received in a container of formalin labeled "lisa braddock, intrauterine device" and, consists of at-shaped and plastic intrauterine device with attached wiring measuring 3.2 cm in length, 3.0 cm across, and 0.3 cm in diameter. The attached wiring measures 5.5 cm in length. There is a, minimal amount of attached soft tissue. No histological sections are submitted. This is for gross, diagnosis only, 2. The specimen is received in a container of formalin labeled "lisa braddock, endometrial curetting¿s", and consists of an aggregate of tan-brown tissue, mucoid material and coagulated, blood measuring 2.5, x 2.5 x 0.5 cm. The specimen is filtered and submitted entirely in cassette labeled 2a. M/1, (ttc,ajc,csb). Pathology report: diagnosis: right labia minora, biopsy: benign mucous cyst. Gross description: received in formalin labeled "lisa braddock, cyst right labia minora" consists of a 0.7 cm tan fragment of soft tissue. Specimen is entirely submitted in cassette la, 1/1. (Dp3,jm12,ls12). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, concomitant drug added, event added as:- dysmenorrhea (cramping), plaintiff does not undergo essure confirmation test incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation of uterine manipulator through fundus of the uterus') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)'). In a 36-year-old female patient who had essure (batch no. D08059), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation secondary to structural deficit, iuc removal". And device monitoring procedure not performed, "plaintiff does not undergo essure confirmation test". The patient's medical history included: dysfunctional uterine bleeding, malposition of uterus, vulva cyst, vaginal bleeding, restless legs syndrome, genital labial cyst, lumbar pain, hematuria, adenomyosis uteri and menometrorrhagia. Urine pregnancy test results: negative. Pathology report: diagnosis: 1. Intrauterine device, removal: intrauterine device grossly identified. 2. Uterus, dilation and curettage. Benign dyssynchronous endometrium consistent with intrauterine device effect. Negative for hyperplasia, polyp or malignancy. Gross description: 1. The specimen is received, in a container of formalin labeled "(B)(6), intrauterine device". And consists of at-shaped and plastic intrauterine device with attached wiring measuring 3.2 cm in length, 3.0 cm across, and 0.3 cm in diameter. The attached wiring measures 5.5 cm in length. There is a minimal amount of attached soft tissue. No histological sections are submitted. This is for gross diagnosis only. 2. The specimen is received, in a container of formalin labeled "(B)(6), endometrial curetting¿s". And consists of an aggregate of tan-brown tissue, mucoid material and coagulated blood measuring 2.5 x 2.5 x 0.5 cm. The specimen is filtered. And submitted entirely in cassette labeled 2a. M/1. ((B)(6)). Pathology report: diagnosis: right labia minora, biopsy: benign mucous cyst; gross description: received in formalin labeled "(B)(6), cyst right labia minora". Consists of a 0.7 cm tan fragment of soft tissue. Specimen is entirely submitted in cassette la, 1/1. ((B)(6)). Previously administered products, included for an unreported indication: iud, depo provera, iron, rapinirole, pramipexole, vitamin d and gabapentin. Concurrent conditions included: nausea, vomiting, back pain, flank pain and abnormal uterine bleeding. Concomitant products included: ergocalciferol (vitamin d2) since (B)(6) 2017, gabapentin since (B)(6) 2017, iron since (B)(6) 2016 and pramipexole since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sex intercourse)"), abdominal pain ("abdominal pain"), complication of device insertion ("complications: included a failed attempt"), menometrorrhagia ("menometrorrhagia") and post procedural haematuria ("hematuria noted. In end of procedure"). The patient was treated with surgery (ablation, da vinci assisted total laparoscopic hysterectomy. With bilateral salpingectomy. Cystoscopy performed and partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, heavy menstrual bleeding, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dyspareunia, abdominal pain, dysmenorrhoea, complication of device insertion, menometrorrhagia and post procedural haematuria outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, menometrorrhagia, menstrual disorder, pelvic pain, post procedural haematuria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in essure insertion dates: (B)(6) 2016 & (B)(6) 2015. Also discrepancy noted, in essure removal details: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 22.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2015, results: essure device was successfully occluded; on (B)(6) 2016, occluded bilateral fallopian tubes status post essure placement. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: complications, included a failed attempt, endometrial ablation secondary to structural deficit, perforation of uterine manipulator through fundus of the uterus added. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient middle name, race, medical history, product removal date, complications. Included a failed attempt, endometrial ablation secondary to structural deficit, perforation of uterine manipulator through fundus of the uterus, menometrorrhagia, hematuria noted, in end of procedure added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), uterine perforation ('perforation of uterine manipulator through fundus of the uterus') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in a 36-year-old female patient who had essure (batch no. D08059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation secondary to structural deficit, iuc removal" and device monitoring procedure not performed "plaintiff does not undergo essure confirmation test". The patient's medical history included dysfunctional uterine bleeding, malposition of uterus, vulva cyst, vaginal bleeding, restless legs syndrome, genital labial cyst, lumbar pain, hematuria, adenomyosis uteri and menometrorrhagia. Urine pregnancy test results: negative. Pathology report: diagnosis: 1. Intrauterine device, removal: intrauterine device grossly identified. 2. Uterus, dilation and curettage: benign dyssynchronous endometrium consistent with intrauterine device effect. Negative for hyperplasia, polyp or malignancy. Gross description: 1. The specimen is received in a container of formalin labeled "lisa braddock, intrauterine device" and consists of at-shaped and plastic intrauterine device with attached wiring measuring 3.2 cm in length, 3.0 cm across, and 0.3 cm in diameter. The attached wiring measures 5.5 cm in length. There is a minimal amount of attached soft tissue. No histological sections are submitted. This is for gross diagnosis only. 2. The specimen is received in a container of formalin labeled "lisa braddock, endometrial curetting¿s" and consists of an aggregate of tan-brown tissue, mucoid material and coagulated blood measuring 2.5 x 2.5 x 0.5 cm. The specimen is filtered and submitted entirely in cassette labeled 2a. M/1. (Ttc,ajc,csb). Pathology report: diagnosis: right labia minora, biopsy: benign mucous cyst. Gross description: received in formalin labeled "lisa braddock, cyst right labia minora" consists of a 0.7 cm tan fragment of soft tissue. Specimen is entirely submitted in cassette la, 1/1. (Dp3,jm12,ls12). Previously administered products included for an unreported indication: iud, depo provera, iron, rapinirole, pramipexole, vitamin d and gabapentin. Concurrent conditions included nausea, vomiting, back pain, flank pain and abnormal uterine bleeding. Concomitant products included ergocalciferol (vitamin d2) since (B)(6) 2017, gabapentin since (B)(6) 2017, iron since (B)(6) 2016 and pramipexole since (B)(6) 2017. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia (painful sexua intercourse)"), abdominal pain ("abdominal pain"), complication of device insertion ("complications: included a failed attempt"), menometrorrhagia ("menometrorrhagia") and post procedural haematuria ("hematuria noted in end of procedure"). The patient was treated with surgery (ablation, da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy. Cystoscopy performed and partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine perforation, heavy menstrual bleeding, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dyspareunia, abdominal pain, dysmenorrhoea, complication of device insertion, menometrorrhagia and post procedural haematuria outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, heavy menstrual bleeding, menometrorrhagia, menstrual disorder, pelvic pain, post procedural haematuria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2016 & (B)(6) 2015. Also discrepancy noted in essure removal details: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded; on (B)(6) 2016: occluded bilateral fallopian tubes status post essure placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: complications: included a failed attempt, endometrial ablation secondary to structural deficit, perforation of uterine manipulator through fundus of the uterus added. Batch no d08059, production date 2014-09-17, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.